Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: an incomplete bolus alert occurs when you started a bolus request but did not complete the request within 90 seconds. The pump will notify you by 2 sequences of 3 notes or 2 vibrations depending on the volume/vibrate setting selected in pump volume. The pump will re-notify you every 5 minutes until the alert has been acknowledged. A user should respond by: tap close. The bolus screen will appear. Continue with your bolus request, or tap back if you do not want to continue your bolus request.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 595 mg/dl and high levels of ketones resulting in a hospitalization. The healthcare provider identified the ketones as dangerous. The suspected cause of high bg was due to the customer not completing a bolus when the bolus was required. While hospitalized the customer was treated with intravenous therapy of saline and insulin. The treatment resolved the issue. A release date was not provided as the customer declined a follow up call to confirm this date. A system check was performed and the pump, cartridge, insulin, infusion set tubing, and infusion set cannula were all found to be working as intended. The pump history was reviewed and it was confirmed that the customer received multiple incomplete bolus alerts informing the customer that the correct steps to complete the bolus were not completed. The customer acknowledged the user error.